Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 40s06c eptfe vascular graft allegedly experienced a leak. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, one photo was provided. After photo review, the investigation is inconclusive for a leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation and photo was provided. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 40s06c. Eptfe vascular graft allegedly experienced a leak. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.